Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. Analysis was unable to test for failed batt test alarm due to no button response. The insulin pump was received without original battery cap. Analysis was also unable to verify damage to battery cap. The insulin pump had a scratched display window and cracked case at display window corner (all corners). No damage noted on battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and failed battery test alarm. The blood glucose at the time of the incident was 147 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.